Manufacturer narrative:
Manufacturing device history record review was not performed because the device was manufactured in 2012. The results of the investigation do not implicate a service process. The product was received for evaluation. Visual and functional testing were performed. Visual inspection found a crack in enclosure near drain fitting, wear and tear tank cover, front cover, and line cord. Functional testing confirmed the leak. The root cause of the reported issue was found to be a crack in the enclosure near the drain fitting . The technician replaced the enclosure. Additional parts were replaced unrelated to the reported issue. The technician upgraded the printed circuit board (pcb) and power switch, which was retained under a corrective action and preventative action. The technician performed preventative maintenance (pm), device passed functional and delivery tests. Unique identifier. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the tank has a crack at the drain that is leaking. No patient injury was reported.